Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the sutures of the device broke during implant insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j, serial/batch (B)(6), was received for investigation. Visual evaluation found that the suture loop system was broken off, and the sutures were frayed. No sharp edges were noted on the button. Functional testing was performed by moving the sutures inside the button to check for resistance or damage that could create an issue. No problems were found. The most likely cause of the reported and observed damage is user error, specifically applying excessive force during the shortening of the suture strands.